Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that a remote transmission revealed post-paced t-wave oversensing on the ventricular channel. Programming changes were made. A subsequent transmission noted no further oversensing issues.